Manufacturer narrative:
Date of initial report : 2017-05-05. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the device did not seal even though an end tone, indicating a completed seal cycle, was heard. No alarms were heard. There was no patient injury reported. Another device was opened to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.